Event description:
Upon performing duties at covid swab station, we noticed unopened nasal/covid swab for patient aged 2 and under with visible black tip. Package did not appear tampered with and was a closed system. Expiration checked with lot: exp 2023. Total of 2 swab noticed with black tip and packaging again looked untampered with, same lot, expiration. All swabs in covid station checked, took to nurse manager onsite, lab as well, charge nurse and communicated in covid swabbing chat. Following incident and follow through, all swabs with same lot put out of use. No patients were swabbed directly with black-tipped swabs.